Event description:
It was reported that the one day post-implant, the device exhibited far-field r-wave oversensing leading to inappropriate auto mode switch. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.